Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 420 mg/dl right now and the insulin pump was disconnected. Customer other blood glucose value was 497 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was able to change infusion set and deliver a bolus. Customer stated there was no insulin in the reservoir the insulin pump will not be returned for analysis.